Manufacturer narrative:
The reported complaint was confirmed. The srt determined that the transducer on the air side was defective during troubleshooting. The transducer was replaced. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the electronic patient gas system (epgs) gave an erroneous low air pressure alarm during accuracy testing, which caused the epgs to fail the test. There was no patient involvement.